Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during an unrelated procedure the l5 drg lead was pulled. The patient experienced ineffective therapy due to l5 lead migration and inability to program l3. Surgical intervention was undertaken on (B)(6) 2025 wherein the l5 lead was cut by the physician, and the fragmented lead remains implanted. Surgical intervention may be undertaken to address the l3 lead.